Manufacturer narrative:
(B)(4). The clip remains implanted. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed, thickened bi-leaflets and a rotated heart). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve. While deploying the second clip, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). In the physician's opinion the slda was due to the patient anatomy. The 2nd clip was deployed successfully. A third clip was then deployed lateral to the first clip for stabilization. Three clips were implanted, reducing the mr to 2. The patient was stable post procedure. No additional information was provided.